Manufacturer narrative:
The reported event could be confirmed and according to the x-rays, the plate was broken. Because the device was not returned (hospital policy), neither a visual, functional or dimensional inspection could be performed. The x-rays showed an expanded resection arthrodesis of the hallux metatarsophalangeal joint in combination with resection of all heads of the metatarsal bone (clayton-surgery). The breakage of the plate seems to be a typical breakage as a result of material fatigue due to overload condition and insufficient healing. Furthermore, in the event description is stated that the patient was noncompliant and walked barefoot. Therefore the root cause can be attributed to an overload condition, which led to the breakage of the plate. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned.

Event description:
It was reported that patient broke plate and screws in foot and the surgeon revised. Sales rep states that while speaking with the surgeon, patient admitted to being noncompliant and walked around barefoot.

Manufacturer narrative:
Device not returned for evaluation as it was kept by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
It was reported that patient broke plate and screws in foot and the surgeon revised. Sales rep states that while speaking with the surgeon, patient admitted to being noncompliant and walked around barefoot.